Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump alarmed with a stuck motor failure. The customer¿s blood glucose level was 16.6 mmol/l at the time of the incident. The alarm was not resolved. Advised the insulin pump requires replacement and discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: open book / critical pump error after battery installation and pump error found in the alarm history file due to a software error. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error due to critical pump error. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window and case. Unit received with peeling serial number label.